Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. A caregiver reported that his daughter obtained a sensor 'lo' message (readings less than 40 mg/dl) which was lower than she felt. The customer felt pain, weak, and subsequently lost consciousness. The customer was taken to the hospital where a glucose reading of 9.6 mmol/l (173 mg/dl) was obtained and then treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.